Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and replaced the battery. The unit was returned to service.

Event description:
The hospital reported that, during a case, unit shut down without audible alarm. There was no reported patient injury.